Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient hip dislocating, liner and head explanted. Re-implanted new head, liner, and screw.

Manufacturer narrative:
An event regarding dislocation involving a omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: the available medical records were provided to a consulting clinician for a review which was deemed insufficient stating - "provided x-ray does not confirm the reported event but notes acetabular shell is vertical. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's hip was revised due to dislocation. The available medical records were provided to a consulting clinician for a review which was deemed insufficient stating that provided x-ray does not confirm the reported event but notes acetabular shell is vertical. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. The event could not be confirmed nor the exact cause of the event be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Patient hip dislocating, liner and head explanted. Reimplanted new head, liner, and screw. Update 15/may/2019: clinician review "notes acetabular shell is vertical."